Event description:
Death certificate lists immediate cause of death as extreme seizure disorder, due to or as a consequence to head trauma. An autopsy was not performed.

Event description:
Reporter indicated that vns pt had passed away. Cause of death is not known at this time. It was reported that the pt was found at their residence and pronounce dead after pt neighbor had not seen pt for several days and heard the pt's dog barking. The pt's body was signed out from local crime lab as an accidental death due to chronic seizures disorder. Review of manufacturing records for both the pulse generator and the bipolar lead revealed no anomalies that would adversely affect device performance. Ther is no evidence at this time that the ncp system caused or contributed to the reported event. Last known treating neurologist had not seen the pt for approximately 4 years prior to death.